Event description:
Hcp reported the pt experienced an overdose a "few months-6 months ago." The pt went to the e.r. And was "close to being intubated." The hcp now reports the pump had turned itself on after being programmed to be off. This occurred at least twice recently. The pt had experienced somnolence during these periods. There are plans to explant the pump and return it to the MFR for analysis.